Manufacturer narrative:
The autopulse li-ion battery associated with this complaint will not be returning for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During shift check, customer reported that the autopulse platform displayed "replace battery" message upon insertion of a fully charged autopulse li-ion battery (serial #(B)(4). The crew did observed the battery status as fully charged on the autopulse multi chemistry charger prior to insertion. The autopulse platform worked as intended with other li-ion batteries. No patient involvement.